Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became nonfunctional due to a nonresponsive touchscreen, preventing slide-to-unlock and confirmation during fill tubing; the device was replaced and the user transitioned to subcutaneous insulin by pen. Symptoms included hyperglycemia with a reported glucose of 208 mg/dl. Outcomes included interruption of insulin pump therapy and the need for backup therapy. Investigation included technical troubleshooting and education with shipping of replacement supplies. Investigation of this case revealed a screen responsiveness failure with no associated alerts or alarms. It was concluded that the device had a hardware malfunction of the touchscreen, and the event was resolved through device replacement and user support. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.